Event description:
It was reported that according to the pt's mother, she is no longer able to hear well with her device. Testing showed 5 channels with the status hi and one channel with an unstable status. At the current fitting, these 6 channels are deactivated.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.